Event description:
Additional information was received on 05 dec 2022: there was no blood loss. The sheath size used was a 6 french.

Manufacturer narrative:
One 6 fr angio-seal vip was returned for product evaluation. The returned device included a mated hemostasis sheath and carrier tube assembly, foil package, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the rear lock position. The anchor was released at the distal tip of the sheath. No other deformation or damage was observed on the returned device. The device was subjected to functional testing by manually pulling the anchor. All the contents were able to deploy, and the device tends to work as intended. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Date of birth: 1934 implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: cath lab nurse. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device was placed to close the arteriotomy of the patient after a coronary angiography in the cath lab. However, there was no resistance when the device was pulled back, after clicking the angio-seal in place on the sheath (placing the anchor in the vessel). The angio-seal device came off the patient, with no suture, and arterial bleeding was observed. Hemostasis was obtained successfully by manual compression and the patient was hemodynamically stable and seemed unharmed with no pain. The operator did not experience difficult access during insertion, sheath placement, guide wire or catheter advancement. A femoral angiogram was not done in connection with the procedure. Patient was in stable condition.